Event description:
It was reported that a malfunction alarm occurred with no significant events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.